Event description:
A administrator reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. The lens was explanted in a secondary procedure with non company lens. The clinical reason for the explant was failure to non adapt. There was no patient harm and patient issues were resolved. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).